Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2008 during which the surgeon noted the prior mesh had pulled away at the superior aspect, resulting in recurrent hernia. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted electrocautery and blunt dissection were used to mobilize the omental adhesions away from the mesh. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/06/2022.

Manufacturer narrative:
Date sent to the FDA: 7/12/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.